Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was xx mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:cgm model: g7.mobile os: ios / ios_iphone 14 pro max / 2.9.1 / ios 26.1.